Event description:
It was reported a missing diagnostic information was observed. Device explant is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.